Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced shortness of breath and unresponsiveness before the start of therapy during an unknown process step. The patient was not connected to the homechoice device at the time of the events. The caregiver (cg) reported early in the morning the patient ¿started to have a hard time breathing¿ and they could hear ¿fluid in the patient¿s chest¿. Renal therapy services (rts) advised the cg to take the patient to the hospital; however, the cg declined. Rts provided assistance with I-drain, then a manual drain with the initial drain volume of 1044 ml and a manual drain with mdv of 54 ml. It was reported the patient remained unresponsive. Rts advised the cg to call emergency services (911). The cg reported they called 911 and rts assisted the cg with end of therapy. No further detail was provided regarding if the patient was hospitalized for the event, treatment or the patient outcome. No additional information is available.

Manufacturer narrative:
Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.